Event description:
It was reported that there was a malfunction resulting in loss of display. There was no patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The hpdu cpu board was recommended to be replaced to resolve the issue. The customer declined service. No repair information available. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.